Event description:
The event involves a 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer that the customer stated the hospital is having issues with prefilled syringes of naloxone made by dr. Reddy's and auromedics. The syringe barrels appear to be very similar in design. The issue arises when the syringe is attached to the set, the small plastic tube in the extension set becomes lodged in the fluid path of the syringe and breaks off. Additionally, the customer reported the timeliness of the administrations and the loss of intravenous lines due to the broken j-loops. There was patient involvement, however, no report of harm. This captures the second of three events reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the returned device a probable cause is unable to determined.